Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm on an unknown date. The aneurysm and vessel morphology from the time of implant were not reported. Currently the vessel morphology was reported as there is moderate iliac limb tortuosity. The bifurcated stent graft and an iliac limb were implanted and there were no known issues at the time of implant. Recently, the patient presented emergently with numbness in the lower extremities. The CT demonstrated that the entire stent graft system was occluded. The physician performed a thrombectomy with an angiojet a few times restoring some of the blood flow through the stent grafts. The angiogram revealed that on the left side, the stent graft had an approximately 80 degree bend and on the right side the stent graft had an approximately 50 degree bend. The bends bilaterally were just below the native bifurcation. The physician implanted a bare metal balloon expandable stent on each side and the blood flow was restored. It was reported that the patient expired four days post stent graft implant due to an intracranial bleed. (Ref MFR report# 2953200-2011-01744). There was an internal review of the returned films which showed the stent graft completely occluded beginning just below renal arteries. The left renal is stented. Iliacs vessels are tortuous; both iliac limbs are severely angulated laterally as they exit the distal aneurysm and the stents are compressed/kinked. Distal aorta measured approx 23-31 mm at the flow divider.

Manufacturer narrative:
(B)(4): evaluation, results: (death, occlusion). (Severe tortuosity of the iliac limbs). Conclusion: (severe tortuosity of the iliac limbs).